Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. On an unreported date in (B)(6) 2014, the patient experienced peritonitis. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for an unrelated indication. On an unreported date, the patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. Treatment for the unrelated indication was not reported. The patient was recovering from the peritonitis event. After being hospitalized for 9 days, the patient was discharged. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 1 of 4.